Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A medical assistant reported that during a cataract surgery with an intraocular lens (iol) implant procedure, the iol was implanted, found to be unstable as a posterior capsule rupture was observed. During the procedure the iol was removed and replaced with an anterior chamber lens. Additional information was provided that the surgeon found the posterior capsule rupture (pcr) after implanted the lens. The lens did not cause the pcr.

Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution and blood are dried on the lens. One haptic is broken in the insertion area (not returned). The product investigation could not identify a root cause for the reported events. Lens damage was observed which is consistent with insertion and removal from the eye. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that in the surgeon's opinion the cause of the event was due to a complicated cataract with vitreoretinal surgery done. The surgeon implanted the lens in sulcus but lens was not stable due to the posterior capsule rupture.